Event description:
It was reported that (1) device was used during a heart-cardiac procedure. It was reported by the affiliate that the surgeon tried to use the al236 instrument, but he could not get it to work. Another instrument was used to complete the case. There was no consequence to the pt.